Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately four years post-implantation due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. Radiographs were provided and reviewed. The x-rays identified that the lateral angle of inclination is approximately 32 degrees and anteversion is standard. The cup appeared to be large and extended beyond the anterior and lateral margin of the native acetabulum. Femoral head displayed stability. The possible cause for the revision is large acetabular cup extending beyond margins of the native acetabulum which can lead to increased risk for impingement and dislocation, however a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.